Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: failure to advance/stent damage. It was reported that a dissection occurred in the vessel during a procedure with two xience v stents. The lesion was heavily calcified. Both stents failed to cross and upon removal, it was noted that both stents had damaged struts. Add'l stents were implanted to treat the dissection. No add'l event or pt info is available.

Manufacturer narrative:
The 3.0 x 23 mm xience v (part# 1009529-23, lot# 8070941), is being filed under the same MFR report number.